Event description:
It was reported that a vns patient underwent full revision surgery on (B)(6) 2016. The generator was replaced due to battery depletion and the lead was replaced due to high impedance. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits (1400 ohms). The explanted devices were not returned to the manufacturer for analysis to date. No patient adverse events were reported. No additional relevant information was provided to date.